Event description:
It was reported that suture placement in the moderately calcified common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath hole prior to an impella interventional procedure. Reportedly, a cuff miss occurred as no sutures were present when the plunger was pulled out. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the impella procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Upon further review, it was noted that the proglide device was used after the expiration date. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 - use after expiration. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed as an incomplete plunger deployment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic proglide instructions for use (eifu), states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Review of the lot history record indicated an expiration date (use by date) of 30-september-2022 and the procedure date was (B)(6) 2023 which is approximately sixteen weeks post expiration. It should be noted that the electronic proglide instructions for use (eifu), indicates the use by symbol, which is the next to the expiration date. Use after expiration likely did not contribute to the reported event. The investigation determined the reported difficulty and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.